Event description:
"Patient in perpetual suffering chronic cystalgia and urinary infections very painful: since the placement of this strip repeated urinary infections, at least one per month. And more and more chronic cystalgia."

Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed.